Event description:
Event verbatim [preferred term] burned, she thinks this was a 2nd degree burn [burns second degree] , applied heatwrap directly to skin/did not check skin under the product while wearing/read usage instructions prior to using [intentional device misuse] , skin started coming off [skin exfoliation] , skin itched [application site pruritus] , scar on her back that is 10 inches long and 4 inches wide [scar] , used for 4 spinal surgeries/ read usage instructions prior to use [intentional device use issue]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare muscle & joint), red box from an unspecified date 2014 'for 4 years' applied to lower back daily for '4 spinal surgeries. Medical history included lichen planus from 2006 and ongoing, neuropathy peripheral and post menopause from an unknown date and unknown if ongoing. She is currently under the case care of a physician 'for her back and sees a dermatologist for a rare skin disease on legs.' There were no concomitant medications. Consumer called because she read about the recall involving thermacare heat wraps. The patient reported she applied the heatwrap onto her lower back directly to the skin for up to 8 hours. She did not check her skin under the product while wearing thermacare. The wrap was not too hot but caused a burn and stated she did not know she was getting burned. Her skin itched and she reached back to scratch and her skin started coming off. She was burned by a wrap and thinks this was a 2nd degree burn on an unspecified date in (B)(6) 2018 or (B)(6) 2018. Consumer did not go to the doctor for the reported events. She just cleaned the area with soap and water. Consumer also reported a scar on her back that is 10 inches long and 4 inches wide on an unspecified date 2018. She classified her skin tone as dark or olive. She does not have sensitive skin. She has not previously used other heat products for pain relief. Consumer did not engage in exercise. She did read the usage instructions before using the product. The consumer was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. She still uses the wraps but has to use them on her upper back. Action taken in response to the events were ongoing. The product was discarded by complainant. The sample product is not available for return. The outcome of the event scarring was not resolved and the outcome of remaining events were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of ""second degree burns", "skin exfoliation" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "second degree burns", "skin exfoliation" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.